Event description:
A 26mm sapien xt valve was deployed in a 60:40 aortic/ventricular position and echo showed mild to moderate paravalvular leak (pvl). The valve was post dilated with an additional 1cc of volume in the balloon and the pvl was reduced to mild. A few hours later, the chest x-ray revealed the valve had embolized into the left ventricle and was lodged in the apex. The patient was brought back to the or, the sapien xt valve was surgically removed and the patient¿s aortic valve was surgically repaired. Three days later, the patient was reportedly doing well. Annular measurements from CT were unreliable due to an artifact, and a 3d tee was used to obtain the annular measurements. The valve embolization into the ventricle was attributed to the patient¿s valve disease that is rheumatic in nature. Additionally, calcium distribution was primarily on the leaflet tips and not the annular root.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, the patient¿s valve disease is rheumatic in nature, and calcium distribution was primarily on the leaflet tips and not the annular root, which may have contributed to the valve embolization into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.